Manufacturer narrative:
Exact date of post-operative event (non-union) is unknown. Device breakage is believed to have occurred on (B)(6) 2015. Additional product codes for this report include hwc. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: april 23, 2015 - expiration date: february 8, 2024 a review of depuy synthes monument device history records for manufacturing revealed no issues for complainant device. A non-conformance report was found for burrs on threads, but would not have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a titanium cannulated trochanteric nail on (B)(6) 2015, due to fracture of the nail. On (B)(6) 2015, the patient was walking in the sand with a walker and her rod reportedly bent and snapped. Patient came to the emergency room (ER) and was found to have a recurrent fracture of a nonunion of her femur. The implant date was (B)(6) 2015, patient had nail replacement and has had chronic pain and other issues since then; the fracture never healed. This is the second time the patient underwent revision surgery due to a broken nail. The procedure was completed successfully; patient condition is stable post-surgery. No additional information was provided. The first revision was reported via complaint (B)(4). This report is to address the non-union and second revision/explant procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Product investigation summary: the complaint condition for the titanium cannulated trochanteric fixation nail (part 456.476 / lot 7956216) was likely caused by comorbidities, the patient's advanced age, and possible patient noncompliance. However, this complaint is not likely a result of any design related deficiency. The titanium cannulated trochanteric fixation nail is an implant routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have fractured postoperatively and was subsequently removed. This condition is confirmed; the device has a jagged fracture surface near the proximal head element hole of the nail. It is likely that comorbidities, the patient's advanced age, and possible patient noncompliance led to the device¿s failure and to this complaint condition. The device was manufactured in april, 2015 and is less than a year old. The balance of the returned device is in worn condition consistent with implantation and removal. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification on chronology of events: (B)(6) 2015: first revision procedure (reason for revision captured in and reported under com-(B)(4)). The new tfn nail was implanted. (B)(6) 2015: the patient was walking in the sand with a walker when her rod reportedly bent and snapped. Patient came to the emergency room (ER) and was found to have a recurrent fracture of the femur, not a non-union of the bone. (B)(6) 2015: a hardware removal procedure took place to explant the broken titanium cannulated trochanteric nail. The procedure was completed successfully with a patient post-operative status of "stable."